Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately recorded an untreated episode due to myopotentials oversensing. The technical services (ts) discussed troubleshooting options. The patient visited the clinic and troubleshooting was performed. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced due to noisy signal oversensing. It was noted that some noise appeared muscular, some appeared sense b, some appears early electrode fracture. The system is expected to be returned for analysis. No additional adverse patient effects were reported.